Event description:
It was reported that the patient experienced palpitations. A transmission observed the right ventricular (rv) lead with oversensing. The lead remains in use. No patient complications have been reported as a result of event.